Event description:
Patient receiving blood through hotline fluid warmer during or procedure. There was a possible leak with the fluid warming tubing where blood was noted in the sterile water reservoir chamber. Everything was disconnected from the patient. The blood then was administered without the fluid warmer. Internal clinical engineering investigated at time of event and identified leak with tubing. Identified lot was sequestered at time of review.